Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set issue on (B)(6) 2026. Patient reported that infusion set was accidentally pulled out during use due to tubing catching on something and patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.